Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that when the user was removing the tubing from the device after an unspecified infusion, it was noted that there was a bulge in the silicone segment. The device failed to alarm indicating a tubing issue during the infusion. Although requested, no further details were provided by the customer for this event.